Event description:
The needle separated from the stylet upon activation of the safety device. The reporter has been contacted regarding add'l info and has not responded at this time.

Manufacturer narrative:
The sample has been rec'd for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.